Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) disconnected the retractor band cable, replaced the module controller board and confirmed that the lights came on the controller. Fse reconnected the drawer 4.1 and 4.2, reseated retractor band cables and the drawer 4.1 powers on, but the drawer 4.2 did not power on. Fse replaced the drawer controller for main 4.2, but the issue remained unresolved in the module controller. Fse again replaced the drawer controller, ran test and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware failed. Customer tried to reboot but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.